Event description:
It was reported the patient had an infected incision about 4-5 days after implant. The system had been used to deliver clonidine, bupivacaine, baclofen (unknown) and morphine (unknown).

Manufacturer narrative:
Device code (B)(4) , and evaluation conclusion codes no longer apply.

Event description:
Additional information was received from the consumer on (B)(6) 2016. It was reported that the pump didn't sit in the pocket right.

Event description:
Additional information received reported that the patient first started to experience the pump not sitting right very shortly after the patient got the pump implanted. The patient stated that after surgery ¿(B)(6) 1999¿ the patient had a post-surgical infection in the wound. The patient was told they couldn¿t wear the girdle that was supposed to be worn after surgery. The wound was draining and the patient took oral antibiotics and topical. There were no steps taken to resolve the pump not sitting right. The pump not sitting right was not resolved. The patient was told it would be too big a surgery. Per the patient one bothered when it was a new problem. Now it leans straight out or slightly downward angle. The patient can push it up but it just flops back. At times it will get rubbed or pressure is on it from the patient¿s jeans. The patient¿s new pain physician usually uses ultrasound to make sure of needle placement because of angle.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).